Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypolgycemia.

Event description:
It was reported that the patient experienced inaccuracies and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. The patient stated they felt symptoms of hypoglycemia in which they were feeling dizziness and discomfort. It was indicated that the cgm was displaying a value of 107 mg/dl, compared to a bg meter reading of 48 mg/dl. The patient stated they ate and felt fine after. Data was evaluated and the allegation was not confirmed. The root cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session. This is being reported due to adverse event and/or medical intervention. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subesquent to the initial MDR, a correction has been made.